Manufacturer narrative:
If implanted, give date: (B)(6) 2017. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent fracture occurred. In (B)(6) 2017, a 6x200mm innova self-expanding stent system was implanted in the patient's proximal superficial femoral artery. On (B)(6) 2018, the patient presented for a follow up. The innova stent was found to be fractured under angiography. The stent was left implanted in the patient and there was no intervention performed to the stent. There were no patient complications and the patient is in stable condition.